Event description:
It was reported that the patient with this right ventricular (rv) lead experienced dizziness and llghtheadedness. There was rv noise and oversensing observed however, no asystole of greater than two seconds. There were high within normal range pace impedance measurements. Technical services discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).